Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 15, 2021 that a flexiva 200 tractip laser fiber was used in an unknown procedure performed on (B)(6) 2021. During the procedure, the laser fiber was hot to touch at the end of the case. There was no burn injury to the user or to the patient. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a1005 captures the reportable event of fiber connector overheats. Block h10: investigation results: the returned flexiva tractip high power single use laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in one piece. The fiber measured 316.6 cm from the distal tip to the proximal end of the sma connector. The exposed glass tip measured 4 mm and had normal degradation. A functional evaluation revealed that the light form the sma connector appeared bright and round, indicating that there was no fracture within the connector. No other problems with the device were noted. The reported event of the flexiva tractip high power single use laser fiber connector overheating was not confirmed. The laser fiber was received in one piece with signs of normal degradation of the exposed glass tip. Laser fibers are consumable devices and expected to degrade with use. The light from the sma connector was bright and round indicating no fractures within the connector. The reported fiber connector overheats was not observed as the laser fiber was returned with no evidence of overheating and no other problems were noted. Therefore, the most probable root cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on july 15, 2021 that a flexiva tractip laser fiber was used in an unknown procedure performed on (B)(6) 2021. During the procedure, the laser fiber was hot to touch at the end of the case. There was no burn injury to the user or to the patient. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.